Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter backed out of vein with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the IV catheter withdrew from the patient after it was placed. Additionally, on the bd sales consultant provided the following additional information: product #: 381534. Lot #: 9325479. Date of event: (B)(6) 2020. Event description: IV cath withdrawal. Did event occur during placement, during removal, or after removal? Removal. Was a new device placed? Yes. Was the device used on a patient? Yes. Any patient harm? No, just inconvenienced with another stick. Sample available? Yes. Does the patient have an infectious or highly infectious disease? No.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the catheter backed out of vein with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the IV catheter withdrew from the patient after it was placed. Additionally, on the bd sales consultant provided the following additional information: 1. Product #: 381534 2. Lot #: 9325479 3. Date of event: 3/20/2020 4. Event description: IV cath withdrawal. 5. Did event occur during placement, during removal, or after removal? Removal 6. Was a new device placed? Yes 7. Was the device used on a patient? Yes 8. Any patient harm? No, just inconvenienced with another stick. 9. Sample available? Yes 10. Does the patient have an infectious or highly infectious disease? No.